Event description:
Approximately two months post stenting procedure to the superficial femoral artery (sfa) with two smart control stents, the patient suffered pain of the right leg ((B)(6) 2013). Then, the next month ((B)(6) 2013), the patient went back to hospital with leg pain and coldness. Angiogram revealed the occluded stent with thrombosis. It was treated by surgery. The patient partially recovered. This is a case from (B)(4) smart pms for sfa.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2014-00572.

Manufacturer narrative:
Complaint conclusion: approximately two months post stenting procedure to the superficial femoral artery (sfa) with two smart control stents, the patient suffered pain of the right leg ((B)(6) 2013). Then, the next month ((B)(6) 2013), the patient went back to hospital with leg pain and coldness. Angiogram revealed the occluded stent with thrombosis. It was treated by surgery. The patient partially recovered. This is a case from (B)(4) smart pms for sfa. Multiple attempts to gather additional information have been made and have been unsuccessful. (B)(4). The product remains implanted in the patient and thus is available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Thrombosis in device is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Based on the information provided, the patient experiencing leg pain and coldness are symptoms of the blockage of the artery due the event of thrombosis. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. Therefore, no action will be taken.